Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that it was difficult to remove the delivery system from the patient after successful deployment of the vascular stent in the left external iliac artery. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The stent delivery system and a device compatible guide wire were returned for evaluation. The distal end of the inner catheter was found to be broken. The fragment with an estimated length of 10 mm was not returned; the disposition is unknown. Based on the information available, the breakage correlates to the reported difficulties in removing the sheath after stent deployment. A patency test with the device compatible guide wire returned by the customer could be performed without issue. Therefore, an alleged incompatibility could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to increased friction between guide wire and guide wire lumen. A difficult vessel anatomy as well as insufficient flushing of the device also may be contributing factors to increased friction and subsequent inner catheter breakage. In this case, no information regarding the anatomy or the procedure performed was provided. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU indicates that the device must be flushed with sterile saline. Also the IFU states: "if resistance is met while retracting the stent system over a guide wire, remove the stent system and guide wire together." Furthermore, the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used."

Event description:
It was reported that it was difficult to remove the delivery system from the patient after successful deployment of the vascular stent in the left external iliac artery. There was no reported patient injury.